Manufacturer narrative:
The device and the battery were returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that the clinician reconnected the battery to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.